Manufacturer narrative:
Updated block: h6. The reported complaint was not verifiable since the product was not returned for evaluation or testing. Multiple diligence attempts for part return were unsuccessful. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
D4. Primary unique device identification (UDI) number is only the device identifier (di) number. The production identifier (pi) number is not available as the serial number is unknown. Diligence attempts are being performed to retrieve the serial number. H4. The manufacture date is not provided as the serial number is unknown at this time. Diligence attempts are being performed to retrieve the serial number. Per the field service representative (fsr), the customer stated that the problem was user error and that they have declined service at this time.

Event description:
It was reported that the cardioplegia roller pump would not turn off intermittently. There were no reported consequences to the patient. No other details regarding the nature of this event were provided.